Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device screen displayed a "defib fault 85" error message. The complainant indicated that there was no pt involvement in the reported malfunction.